Manufacturer narrative:
The customer contacted a siemens technical support specialist (tss). The customer provided quality controls (qc) data, which showed the results were within range. The ccc specialist requested that the customer perform precision testing on calcium samples to check for any signs of instability. Siemens is investigating the issue.

Event description:
Discordant, falsely elevated calcium (ca) results were obtained on two patient samples and a discordant, falsely depressed urea nitrogen (un) result was obtained on one patient sample on an advia chemistry xpt instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument, resulting lower for ca results and higher for un result. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca and falsely depressed un results.

Manufacturer narrative:
The initial MDR 2432235-2016-00674 was filed on november 1, 2016. Additional information (10/14/2016): the customer contacted a siemens technical support specialist (tss). The customer reported no further incidences of discordant results. The customer indicated the potential cause of discordant results was the reagent bubbles. The instrument is performing according to specifications. No further evaluation of the device is required.